Event description:
Patient was getting an error 5 message on the meter and was having symptoms of feeling lightheaded and faint. Patient ate food and/or drank beverage after trying to attempt to use the meter. Patient contacted emergency services 30 mins later and obtained 345 mg/dl on hospital meter. Patient was treated with insulin in the hospital. Customer service was unable to resolve the issue and sent patient a new meter.